Event description:
It was reported that during a ptca procedure, the balloon ruptured and became stuck in a previously placed stent. During removal, the balloon separated from the catheter shaft and embolized in the right coronary artery. At procedure end, the pt was stable and without pain. A couple of days later, the pt returned with chest pains and bypass surgery was performed. Pt status is listed as "okay."